Manufacturer narrative:
Device evaluation: the delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for top assembly batch 6882410 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Same case as MFR#: 6000093-2007-01117. Clinical registry. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced a target vessel re-intervention (tvr). The patient presented for treatment at the index procedure with symptoms of dyspnea and angina on exertion. The initial procedure identified one target lesion located in the mid left anterior descending (lad) artery. The lesion was 2.7mm in diameter, 15mm long, with 90% stenosis. Initial treatment of this lesion consisted of rotational atherectomy and predilatation. The physician was unable to cross the lesion with a 2.75x28mm taxus express2 stent. The physician successfully overlapped two taxus express2 stents (3.00x12mm and 2.50x16mm). Following post dilatation, residual stenosis was 0%. The patient was discharged the following day on aspirin and plavix. A future intervention was planned for the left circumflex (lcx). The patient was readmitted for planned pci 23 days later. The lesion in the lcx was 3.0mm in diameter, 12mm long, with 90% stenosis. The lesion was treated with predilatation and placement of a 3.00x20mm taxus express2 stent. Following post dilatation, the stent was fully deployed with 0% residual stenosis. The patient was discharged the following day. Six hundred twenty three days following the index procedure, the patient presented with symptoms of angina and increased dyspnea. The physician attempted to treat the mid lad with angioplasty, however, several balloons failed to cross the lesion. The procedure was terminated and rotational atherectomy was planned. Sixteen days later, the patient underwent rotational atherectomy and balloon angioplasty of the lad. Additional treatment consisted of placing overlapping 2.50x12mm and 2.50x24mm bare metal stents (unknown type). Residual stenosis was 0%. Per the physician, the tvr was not related to the device, however, a clinical events committee (cec) in may of 2007 determined that the event was possibly related to the taxus stents implanted in the lad territory.